Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in drain 5. The technical service representative (tsr) explained the alarm. The hp stated the patient line had become disconnected during therapy, and the hp had reconnected. The hp then cycled the power and received the se 2367. The tsr had the hp retrieve the cassette, and advised the hp to inform their nurse of the alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). During a follow-up with the patients son, he advised that his dad was admitted to hospital due to being very weak - they found he had elevated heart enzyme, low sodium and low blood pressure, and lesions on lung were also found. Also he advised that they did tests on him for his dialysate and everything was fine. The son could not provide further information/details around the patient line becoming disconnected during therapy. However he did advise that the nurse was called, he had followed the nurse's instructions for therapy and he had continued his dialysis as normal. This complaint for a system error (se) 2240 (air in set) was confirmed; however, the root cause of the complaint was not determined. This issue is being investigated through CAPA.